Event description:
It was reported that: during thoracic surgery, the user dialed in 2% sevoflurane and was only seeing a value of 0.2%. The pt was being repositioned and moved, so the doctor felt the pt as light on anesthesia. The anesthesiologist supplemented the pt with add'l medication. The case was completed using the machine.